Event description:
It was reported that during a tka case there were issues with burring. The anspach was not reading any error codes, but wouldn't bur. The anspach drill would jump from full rpm to 0 and back continuously. The procedure was completed with a backup device with no patient injuries. It is unknown how long was the procedure delayed. Investigation results determined that drill has a broken motor drive shaft, then the drill became very hot to touch after a few seconds.

Manufacturer narrative:
H10: the device was used in treatment and it was reported that the anspach console was not reading any error codes, but drill would not bur. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. The returned drill was connected to a system and a drill test was done. The speed did not exceed 68000 rpm and made an abnormal sound. This is indicative of a broken motor drive shaft, which would cause increased friction and heating. Furthermore, the drill became very hot to touch after a few seconds. This is a common issue caused by excessive cutting forces during use. The drill was returned to the OEM for service. The malfunction is most probably due to supplier / raw material fault.